Manufacturer narrative:
A separate medwatch report has been filed on the second valve. This product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
A device history review for this valve is not required as the event description does not indicate a potential manufacturing issue. No allegations were made against the devices. The physician believed that the dislodgments of the valves were due to the lack of calcification in the annulus area; however, calcification in the annulus area is not a requirement for the valve implant per the instructions for use. Potential factors for dislodgement include inadequate deployment, improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, implant technique, physician experience, etc. The devices remain implanted. A conclusive cause for these dislodgement events was unable to be determined based on the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two attempted implants of transcatheter bioprosthetic heart valves were unsuccessful after the valves dislodged from their target locations due to a lack of calcification in the patient anatomy. It was reported that this valve had been pulled in an antegrade direction prior to annular contact during positioning; during deployment, the valve dislodged, was retrieved, and deployed in the abdominal aorta. After the second valve implant attempt also was unsuccessful, an abdominal aortogram was performed and confirmed that the renal arteries and superior mesenteric artery were not compromised. There was no replacement valve implanted, and no change in the patient¿s aortic insufficiency as a result of the implant attempts. No subsequent adverse patient effects were reported.